Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend. This report is for the implant driver. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that the implant driver fractured within the implant below the internal hex. The event led to the abortion of the surgery. This report is for the implant driver.